Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 130 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer has change out the set and no longer has the infusion set to return for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.